Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the prograsp forceps instrument to perform failure analysis.

Event description:
It was reported that during central processing, a broken and exposed wire was identified on a prograsp forceps instrument after it had been used in a da vinci¿assisted nephroureterectomy with kidney reimplantation. The fellow who performed the procedure reported no issues during use, including no visible breakage, and confirmed that a fragment did not fall inside the patient. The procedure was successfully completed robotically, and there was no injury to the patient.